Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: when pushing the thumb ring forward to deploy the bag from the introducer shaft, the support frame fully extended but a significant portion of the bag remained trapped within the shaft, preventing complete expansion. This instrument has already been discarded by the hospital. Additional information provided via email by distributor on 28apr2025: since the incident occurred last year, the customer no longer remembers whether it was difficult to push the actuator at the time. Additional information provided via email by distributor on 06may2025: unfortunately, the user discarded the physical item, so we couldn¿t take photos of it. They only captured the model and batch number from the sterile packaging. The distal portion of the bag was still inside the shaft when it was reported ¿a significant portion of the bag remained trapped within the shaft." Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: nephrectomy. Event description: when pushing the thumb ring forward to deploy the bag from the introducer shaft, the support frame fully extended but a significant portion of the bag remained trapped within the shaft, preventing complete expansion. This instrument has already been discarded by the hospital. Additional information provided via email by distributor on 28apr2025: since the incident occurred last year, the customer no longer remembers whether it was difficult to push the actuator at the time. Additional information provided via email by distributor on 06may2025: unfortunately, the user discarded the physical item, so we couldn¿t take photos of it. They only captured the model and batch number from the sterile packaging. The distal portion of the bag was still inside the shaft when it was reported ¿a significant portion of the bag remained trapped within the shaft." Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.